Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No blank display was noted. The pump was monitored and functioned properly. No backlight anomaly was noted during testing. All buttons functioned properly and no damage was found on the keypad assembly. The pump was received with no unlock keypad connector. The pump was received cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 500 mg/dl. The customer stated that his pump is totally blank. The customer stated that he changed the battery a couple of times and the issue still recurs. The customer stated that he noticed that the backlight will not turn off when he presses the down arrow. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.